Manufacturer narrative:
Batch review performed on 28 aug 2025: lot: 2211600: (B)(4) items manufactured and released on 21-jul-2022. Expiration date: 2027-jul-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At 2 years 6 months from primary, the patient came in reporting instability. The surgeon revised the insert and upsized it for increased stability (from 11 to 13 mm). The surgery was completed successfully.